Event description:
It was reported that the patient fell. The patient developed an erosion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.